Manufacturer narrative:
Immucor technical support was unable to use remote electronic access method on (B)(6) 2017 to assess the unexpectedly negative instrument test well image outcome in question, but an immucor field service engineer (fse) was on-site on 29jun2017 to see that the well in question appeared visually weak positive. The fse on-site also assessed the testing instrument which was operating as expected.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo.